Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by a customer that there was leaking from one of the microclave / y-site port of the tubing where secondary lines would be connected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.